Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 445 and 305 mg/dl. Customer stated that she had surgery on her eye and was not able to saw the serial number on the insulin pump. Customer already took off the infusion set and the cannula was bent over. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not called back to perform an high pressure test. Customer was not insisted on the insulin pump replacement. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer felt ok to troubleshooting high blood glucose level. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with insulin pump but they had sliding scale. Customer reported that the insulin exited at the quick release. Customer declined to continue insulin pump troubleshooting. Customer was advised to monitor the blood glucose and follow up with their healthcare professional. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump was not returned for analysis.